Manufacturer narrative:
The customer reported problem was not confirmed. Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: received e-mail from (B)(6) regarding errors and have tried to call. The error codes reflect a possible plunger force sensor problem. Failure device type: failure problem type: failure mode: case resolution: waiting to hear back. Ref: (B)(4).